Event description:
The facility representative reported that the battery needs to be replaced. Information was not provided regarding whether or not the failure occurred during a patient infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hospital representative stated that there were no reports of patient injury or medical intervention.

Manufacturer narrative:
Evaluation summary: inspection of the device revealed potentially damaged batteries. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under mdq-CAPA-132, which was opened on april 1, 2005, which is in the implementation stage. Additional ref: 6000001-12/13/05-019-c.